Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The other proglide device referenced is filed under a separate manufacturing report number.

Event description:
It was reported that suture placement in the femoral vein was attempted with two proglide devices, using a pre-close technique, via a 6f sheath prior to an a cryoablation auricular fibrillation procedure. A femoral vein angiogram was not performed. Reportedly, suture breaks occurred with both proglide devices. Manual arterial compression was applied to achieve hemostasis. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was initially reported as returning, however, the device was reportedly discarded and was not returned. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. It should be noted that the perclose proglide instructions for use states: perform a femoral angiogram to verify the location of the puncture site. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.